Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, infection, defective device, mental pain, disability, impairment, loss of enjoyment of life, & pain. Post-operative patient treatment included removal surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic treatment of a ventral hernia. It was reported that after implant, the patient experienced enterocutaneous fistula, obliterated abdomen, abdominal pain, nausea, vomiting, recurrence, adhesions, infection, defective device, mental pain, disability, impairment, loss of enjoyment of life, pain, inflammation, bacterial infection, small bowel mucosa with acute/chronic inflammation and fibrosis, fibroconnective/adipose tissue with chronic inflammation and fibrosis, fibrosis, abscess, rectus muscle diastasis, drainage, echo lucent collection, abdominal wall sepsis, scarring, indurated scar/reaction, purulent drainage from a tract to the surface, attenuation of posterior sheath, electrolyte depletion, abdominal distention, fluid collection, mesh had frayed and had short spikes emanating, & obstruction. Post-operative patient treatment included removal surgery, hernia repair with new meshes, imaging, CT scan, medication, resection of fistula, repair of small bowel, bilateral separation of components, revision of scar, use of epidural for pain, use of blake drain, IV pain medication, IV fluids, nasal cannula oxygen, electrolyte replacement, ultrasound guided drainage of abscess with placement of drainage catheter, sinogram, & lysis of adhesions.

Manufacturer narrative:
Correction: b5 & h6 (ime e2402: obliterated abdomen, indurated scar/reaction). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: (patient codes, imf code, ime e2402: "obliterated abdomen"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic treatment of a ventral hernia. It was reported that after implant, the patient experienced enterocutaneous fistula, obliterated abdomen, abdominal pain, nausea, vomiting, recurrence, adhesions, infection, defective device, mental pain, disability, impairment, loss of enjoyment of life, & pain. Post-operative patient treatment included removal surgery, and hernia repair with new meshes.

Manufacturer narrative:
H6 (patient codes, device codes, ime e2402: adipose tissue, small bowel mucosa, indurated scar/reaction). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic treatment of a ventral hernia. It was reported that after implant, the patient experienced enterocutaneous fistula, obliterated abdomen, abdominal pain, nausea, vomiting, recurrence, adhesions, infection, defective device, mental pain, disability, impairment, loss of enjoyment of life, pain, inflammation, bacterial infection, fibroconnective, adipose tissue, fibrosis, small bowel mucosa, abscess, rectus muscle diastasis, drainage, echo lucent collection, abdominal wall sepsis, scarring, indurated scar/reaction, purulent drainage from a tract to the surface, attenuation of posterior sheath, electrolyte depletion, abdominal distention, fluid collection, mesh had frayed and had short spikes emanating, obstruction. Post-operative patient treatment included removal surgery, hernia repair with new meshes, imaging, CT scan, medication, resection of fistula, repair of small bowel, bilateral separation of components, revision of scar, use of epidural for pain, use of blake drain, IV pain medication, IV fluids, nasal cannula oxygen, electrolyte replacement, ultrasound guided drainage of abscess with placement of drainage catheter, sinogram, lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions and infection. Post-operative patient treatment included removal surgery.